Event description:
It was reported that during a supply change the user encountered an unresponsive ¿do you see drops¿ screen on the ilet, after which customer care guided pairing the phone to the app and restarting the pump, enabling completion of setup including weight entry and sensor warmup without impact to blood glucose. Investigation included troubleshooting with the user on pairing and restart procedures. Investigation of this case revealed that a device restart resolved the screen responsiveness issue and the system functioned as expected after setup. Blood glucose was not impacted and no symptoms during the event were reported. Outcomes included no medical intervention and no hospitalization. It was concluded that the event involved a temporary screen or user interface responsiveness issue that was mitigated by restart, with the device operating within specifications after recovery.